Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? How was the procedure completed? Did the clips drop or eject from the device?

Event description:
The device either misfired 2 clips, failing to fire at all or not occluding.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: how was the procedure completed? By opening a new device. Were there any patient consequences? No significant consequences. Is the misfire referring to the device failing to fire and not occluding? Yes.